Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer the lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter has been activated for four minutes in the sfa, the metal tip separated from the catheter. The device was retracted without issues. Another recanalization catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The core wire was intact. The catheter was not separated from the distal tip and no anomalies were noted along the length of the catheter. Functional/performance evaluation: the device was attached to the transducer of the in-house generator and was able to produce vibrations throughout the entire length of the catheter. Misting was observed coming out from the distal tip, indicating that the device was vibrating properly. The distal tip of the catheter was pressed against one end of a plaster tile, and was able to penetrate the tile with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed, as the catheter was not separated from the distal tip and the device performed properly under laboratory conditions. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 catheter.